Manufacturer narrative:
(B)(4). The system error (se) 2240 was not confirmed. The root cause of the complaint was undetermined. The lot number was unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during dwell 3 of 4. The home patient (hp) had disconnected themselves and also disconnected the bags from the set. The hp stated they wanted a new hc to be sent. The tsr explained to the hp that the alarm means air had entered the setup. The tsr advised the hp to start over with new supplies or do a manual exchange. The hp stated they should not have to and that they are tired of the machine and would like a new machine. Baxter product surveillance contacted the home patient (hp) on (B)(6) 2012 regarding reported problem. The hp stated that for that night they were so frustrated with the alarms that were occurring they just ended therapy for the night. The hp stated since the swap of the machine therapy has been going better. They stated they did not notice anything unusual or out of place with the supplies that could have caused this alarm. They stated that if they have this alarm again they will remember to save samples for evaluation and have the lot number of the supplies available. The hp stated they have seen their nurse since the alarm, and they are doing fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.